Event description:
The user received questionable creatinine results for two patient samples from the analytical p module analyzer serial number (B)(4). Patient sample 1 initial result was 0.04 mg/dl and the repeat result on (B)(6) 2011 was 1.4 mg/dl. On (B)(6) 2011, patient sample 2 initial result was 0.5 mg/dl and the repeat result was 2.0 mg/dl. The initial results had been reported outside the laboratory and were questioned by the physician. The user did not have access to information concerning if the patients were adversely affected. The creatinine r2 reagent lot number was 63622001. Upon evaluation of the analyzer, the field service representative determined there was contamination on the mixing paddles. He cleaned the mixing paddles and the rinse mechanism nozzles. He ensured the rinse levels were within specification. To verify the analyzer operation, the user ran calibration and quality control with acceptable results.